Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 456 mg/dl. The customer reported that insulin pump was not on auto mode. Insulin pump had insulin flow blocked alarm and event was resolved by complete set change. Insulin pump had hardware low level failures alarm during self test. Customer was reported that they were able to clear and rewind the insulin pump. Insulin pump passed self test. The insulin pump will not be returned for analysis.